Event description:
It was reported that during an unknown procedure, the device could not be removed smoothly after fired. They used high force to remove the device and found some tissue was not cut completely and staples were irregular. Bleeding was found from the anastomosis. Hand sewing was used to complete the procedure. No blood transfusion. As the patient had syphilis, the product has been discarded.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what confirmation was received that the device was fully fired? -the firing trigger could not be compressed anymore. What was the shape of the staples (b-formation, irregular, legs straight)? - irregular. Were there any staples missing from the staple line? -not reported. After firing was the adjusting knob turned ½ to ¾ revolutions? -yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? -unk. Did the post-operative care change based on the bleeding? -no. What is the current status of the patient? - in stable condition.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what confirmation was received that the device was fully fired? What was the shape of the staples (b-formation, irregular, legs straight)? Were there any staples missing from the staple line? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Did the post-operative care change based on the bleeding? What is the current status of the patient?